Event description:
The customer stated that the meter keeps changing date and time and that the meter will start to count down and then go blank. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided.